Event description:
It was reported that the patient passed away. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.

Manufacturer narrative:
Correction: b2, g3, h1, h2, h3 and h6. The device was returned due to patient was expired. As received, the device was at elective replacement indicator level. The device was then programed to nominal settings for the remainder of the analysis. Electrical, mechanical, and longevity analysis was normal with no anomalies found.